Event description:
The customer reported the system displayed an intermittent interlock failure error message. This error message will likely prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.